Event description:
It was reported that one day post device change a 24 hour holter monitor showed 1 beat undersensed and 1 beat oversensed on the atrial lead. The lead also triggered a lead impedance warning. The monitor showed over 240, 000 low impedance counts. The lead remains in use; however a revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (ipg) (B)(6) 2013; 5071-53 implantable pacing lead (B)(6) 2003; hc15022 tissue valve (B)(6) 2003. (B)(4).